Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the device could not be implanted due to a set screw issue where the set screw would not screw down. Physician implanted another device instead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of set screw anomaly was verified in the laboratory. The device was found to have the set screw for the df4 lead unscrewed from the connector block and it had rotated beneath the septum. This prevented the screwdriver from inserting into the hexagonal cavity of the screw. When the screw was re-engaged with the connector block, the screw operated normally in affixing a lead to the device.